Event description:
The modular cable needed to be swapped out.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The modular cable was not exchanged. Related manufacturer report number: 2916596-2022-14438.

Manufacturer narrative:
Manufacturer's investigation conclusion: the modular cable was evaluated following the reported event of shocking coming from the system controller. A review of the submitted log file spanned approximately 3 days ((B)(6) 2022 ¿ (B)(6) 2022 per time stamp). There were only routine alarms active in the log file. No other notable alarms active in the log file. The mod cable was not returned for analysis. The provided information stated that the modular cable was originally going to be exchanged but wasn¿t. Just the system controller was exchanged and returned. No issues can be correlated with the modular cable. Device history records could not be reviewed due to the lot number of the mod cable being unavailable. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate 3 instructions for use section 2-¿system operations¿ and heartmate 3 patient handbook section 2-¿how your heart pump works¿ explain that if it has been determined that damage has been detected in the modular cable, it should be replaced. Heartmate 3 instructions for use section 3-¿powering the system¿ explains all the necessary steps in how to avoid electric shock when using power from an outlet. No further information was provided. The manufacturer is closing the file on this event.